Manufacturer narrative:
Further info have been asked to complaint source. We will submit a final MDR once the investigation will be concluded.

Event description:
Hip revision surgery due to patient's groin pain performed on (B)(6) 2018. According to the info reported, pain was related to incorrect placement of the acetabular cup implanted during previous surgery done on (B)(6) 2015. Surgeon's (responsible for revision surgery) remarks: acetabular cup appeared to be too large for the patient and not anteverted enough. Acetabular cup was sticking out anteriorly. Event happened in (B)(6).

Manufacturer narrative:
Check of DHR: no pre-existing defects were found by checking the manufacturing charts of the lot# involved (1412080), on a total of 50 delta tt acetabular cup dia.54mm manufactured with the same lot#. First and only complaint reported on this lot#. Explants analysis: not performed. Explants were not available to be returned to limacorporate for further analysis. As per hospital policy, lima femoral head and delta tt acetabular cup with lot# 1412080 explanted during the revision surgery performed on (B)(6) 2018 have been disposed of. Xrays analysis: not performed. Despite our three requests made to complaint source for receiving xrays related to primary and revision surgery (requests made on (B)(6) 2018, on (B)(6) 2019, on (B)(6) 2019) we were not able to receive this kind of info. Surgeon responsible for revision surgery, different from the one responsible for the primary surgery performed on (B)(6) 2015, commented about a suboptimal positioning of the acetabular cup during the previous surgery. Based on surgeon's feedback we can speculate that suboptimal initial positioning of the acetabular cup is therefore considerable as the root cause for the event. However, with no xrays referring to post-primary surgery available, we cannot go back certainly to the very root cause of implant loosening/patient pain reported. Pms data: referring to delta tt acetabular cups belonging to this family (model # 5552.15.xxx) we are aware of a total of 13 similar events (revision surgeries due to patient pain), on about 70485 delta tt acetabular cups marketed worldwide since 2007. The associated revision rate is very low (0.018%). None of the complaints investigated have been classified as product related. Limacorporate will continue monitoring the market to promptly detect any further similar issue.

Event description:
Hip revision surgery performed on 18th december 2018 due to patient's groin pain. According to the info reported, patient's pain could have been related to incorrect placement of the acetabular cup implanted during previous surgery performed on (B)(6) 2015. Surgeon responsible for revision surgery remarks that acetabular cup dia.54mm (implanted on (B)(6) 2015) appeared to be too large for the patient and not anteverted enough. Moreover, acetabular cup was sticking out anteriorly. Stem originally implanted was well fixed and remained in situ. Event happened in new zealand.